Event description:
I had essure implants about 7 years ago. Since then I have developed an array of complications. I experience frequent headaches, joint pain, extreme tiredness and fatigue, the oil in my skin has a metallic smell, frequent dizziness, nausea, numbness of toes, abdominal bloating, edema and the worst problem is lower right abdominal pain and pelvic cramping. In (B)(6) 2012 I started experiencing severe lower right abdominal pain while on vacation. When I returned home I went to the local urgent care thinking I might have appendicitis. After bloodwork and CT with contrast the doctors couldn't determine the cause of my pain. The following april the pain started becoming unbearable so I ended up at the e.r. One sunday afternoon once again thinking it could be appendicitis. The doctor did bloodwork and a CT and told me there was no cause for the pain I described. A few days later, while getting reading for work, the pain was excruciating so I called my gyn, who is not the one that did the essure procedure, and was told to come in to see a doctor. I was in so much pain I was almost unable to drive. I was sobbing due to the excruciating pain. The doctor did a vaginal ultrasound and said the coils were in place and she had trouble believing I was in that much pain. I left and called my primary care doctor and was told to go straight to the e.r. For a CT with contrast. The e.r. Doctor also did various bloodwork. The CT and all bloodwork was normal and I was once again told they saw no reason for the pain I explained. When telling the e.r. Doctor and nurse about the essure, they had never heard of it. It is time for my yearly gyn appointment and will discuss my symptoms further with this being a new doctor that I will be seeing. Please take the complaints and concerns of women with essure seriously. We suffer everyday and can't seem find anyone that will listen! I don't want a reversal. I am (B)(6) so I have no desire to have another child. I would like the option for removal of essure that will be covered by insurance due to the constant pain.